Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Related manufacturer reference number: 1627487-2022-00580, 3006705815-2022-00493. It was reported the ipg was unable to communicate with the external devices since last 2 years. The patient underwent an unrelated surgical procedure 2 years ago and the ipg was not placed into surgery mode. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that one of the patient¿s leads had migrated. The patients scs system was explanted and replaced on 04oct2022. Effective therapy was established postoperatively.

Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.